Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep replaced the ps3, power motor relay, and up down buttons but did not fix the issue. He found 3 broken wires in the wire bundle running through the column. He replaced the column. The system works as intended.

Event description:
The customer reported that the down motion of the vertical column seems slow. The column motion sometimes will not work.